Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg stat test system results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial hcg result was 15.80 miu/ml. The result was reported outside of the laboratory. The nurse questioned the result and the sample was repeated. The first repeat result was > 10000 miu/ml with flag. The sample was repeated a second time and the result was 9260 miu/ml or 9910 miu/ml. Clarification on which result was correct was requested but not provided. The second repeat result was deemed correct. The reagent lot is 62829300. The expiration date was requested but not provided.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2022. The qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent and instrument issue could be excluded. It was found that rack adaptors were not being used by the customer. The alarm trace showed a sipper liquid level detection alarm. The field service engineer verified proper analyzer operation. The investigation did not identify a product problem. The root cause of the event could not be determined.